Manufacturer narrative:
Additional information was added to d4 unique identifier (UDI), h4, and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked from the tubing located after the drip chamber. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.